Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and was unable to confirm the reported issue. The asp reviewed the device event log and found no serviceable codes. Asp noted the unit was running on internal battery message at the time of the event and completed an internal battery test along with other performance verification tests. No malfunction was found. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint from customer biomed reporting that a ventilator inoperative error occurred on the v60 device prior to powering off. The device was in clinical use. The device was exchanged for an alternative ventilator to continue therapy. There was no resulting patient harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. No diagnostic code was confirmed in the device event log. It was reported that the device was running on internal battery, displayed an unspecific vent inop code, and powered off.